Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Tip investigated: received only handle part, broken approximately 28mm, under part broken approximately 24mm. No smooth breakage melted. Breakage due to thermal influences. Misuse. No unused product returned for test. No fault found on product. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event a customer reported that a eddy irrigation tip broke during treatment. The broken piece was retrieved, the tooth filled, and treatment completed.